Event description:
It was reported that, during the defibrillation threshold (dft) test, two days after the implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode, there were numerous attempts to induce the ventricular fibrillation (vf). The shock of 80 joules was ineffective, and the rhythm was terminated with an external shock. Upon review, the electrode position was not deep enough, and a revision procedure was performed five days after the dft. An effective defibrillation test with 81 j and 52 ohms impedance was then accomplished. No additional adverse patient effects were reported.

Event description:
It was reported that, during the defibrillation test of the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode, there were numerous attempts to induce the ventricular fibrillation (vf). The shock of 80 joules was ineffective and the rhythm was terminated with an external shock. Upon review, the electrode position not deep enough and a revision procedure was performed and performed an effective defibrillation test with 81 j and 52 ohms impedance. No additional adverse patient effects were reported.